Manufacturer narrative:
Physio-control replaced the system/memory pcbs assembly and then observed proper operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcbs assembly and determined that root cause for the observed lockup was an ic chip, designator u8, that had not been securely soldered to the memory pcb assembly.

Event description:
Customer called, complaining of distorted imagery on monitor screen. Device is currently on patrol. When device was made available for eval, physio-control observed that the device would lock up and not completely power up.